Event description:
It was reported that the patient with this right atrial lead experienced shortness of breath and low oximetry rate. The patient went to the emergency room (ER), the device was not interrogated but the electrocardiogram (ECG) showed pacing inhibition on the right atrial channel. Furthermore, the patient was discharged with instruction to have patient initiated interrogation (pii) done. The interrogation was performed and it was confirmed that this was due to atrial fibrillation. This lead remains in service. No adverse patient effects were reported.